Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The subject device had a blockage of seeds. This blockage was removed. Additionally, as noted in b5, a separate foreign material was discovered inside of the instrument tubing. Evaluators noted that this secondary foreign material was a remnant of a white crystallized substance. Following these findings, the device was repaired to OEM standards. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing her olympus evis lucera elite colonovideoscope a blockage was discovered in the channel system. According to the initial reporter, the device was cleaned, but the blockage became dislodged in the inspection. Reportedly, the device had to be reprocessed a second time to remove the blockage from the biopsy channel. There was no patient involvement during this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as in additional to the blockage referenced above, there was also a separate foreign material found. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as white remnants in the auxiliary water channel - however, it was unable to be further specified. Moreover, no physical damage was observed where the foreign material remained. It was presumed that the suggested phenomenon was to the user's handling deviation from the instructions for use (IFU). The suggested event is detectable and preventable by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual provides the detection method in ¿chapter 3 preparation and inspection¿. Gif/cf/pcf-290 series operation manual provides the preventive measures in ¿3.8 inspection of the endoscopic system: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿. Olympus will continue to monitor field performance for this device.